Event description:
The facility representative called baxter technical service on (B)(6) 2010 to report an infusor pump that alarms when turned to bolus and the pump does not operate causing an interruption of therapy to the patient. Incident occurred during patient use, no patient injury or medical intervention was reported. Additional information has been requested on this report. No additional information has been received.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. The reported issue of pump alarming when switched to bolus causing the pump to stop operating was confirmed. Root cause has been determined to be a separated motor.